Manufacturer narrative:
(B)(4). Retainer ring=black. The device was returned for this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm found on (B)(6) 2022. Device passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected pump error 130 noted during testing. Device successfully downloaded to thus. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm confirmed in the device history/trace files on (B)(6) 2022 16:12:20. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, or force sensor. Force sensor was measured and is within specifications 23.0mv at zero offset. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case, label damage, and broken belt clip rails. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarm confirmed in the device history/trace files on (B)(6) 2022 16:12:20, problem isolated to the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.